Event description:
Patient reported minimum fill issue. There was no adverse impact to the patient's blood glucose level. Technical support was unable to troubleshoot immediately and planned to follow up later. The case was subsequently closed by technical support.